Manufacturer narrative:
This case is part of a remediation performed by stryker following the acquisition of artelon company. This case has already concluded with minimal information. Therefore, no supplemental MDR will be submitted unless additional information is provided. This investigation is part of the artelon remediation aiming to transfer the data history into tw. An investigation of this case has already been performed by artelon - please refer to attachment. The conclusion of the investigation states: it is a known risk that the material can break under extreme over tensioning and use in hard bone. Event rate is less than 1 percent based on twist kit use volume. CAPA not required as this is the 1st reported event of this kind for twist kit. Will monitor for reoccurrence.

Event description:
It was reported that an issue was encountered during a broström procedure. While the doctor was using a twist anchor to secure the cfl (twist 5.0), the flexband severed.